Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation was unable to reproduce the reported symptom "error 5" and review of the history log shows no errors or alarms associated with the reported symptom. However, while performing evaluation, the unit alarmed a system error 105. The device was found out of specification in relation to system error 105 which was reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed "error 5" in the (B)(4) nursing administration. It was also reported there was no patient injury.